Event description:
Medtronic received information that during use of a fusion oxygenator, the customer reported that the device failed. The patient went on bypass and there was black blood. The venous saturations were 47%. The arterial blood was black. The customer checked the o2 supply, there were no cracks, kinks, disconnections or taps turned. The customer the placed on bottle o2 3l and the venous saturations remained 47%. The arterial gas was pao2 88. The oxygenator was changed out. The patient was taken off bypass and back on native lungs/heart and noradrenaline. Albumin was added to the pump and 10000 of heparin was added and the act was > 1000. Prior to the additional heparin the customer opened a totally new device and removed the monitoring, oxygen, heater/cooler and venous sampling line. The customer cleaned all outflows from the oxygenator with alcohol. Sterile clamps were used and a towel was placed under the old oxygenator with a sterile drape underneath. The customer double clamped and cut 3 tubes from the device, stabilized and reattached each tube to the new new device. The customer connected a new venous sampling line and new arterial sampling line. The customer reattached the monitoring and heater cooler, opened the oxygen supply shunts and de-aired the oxygenator.  Despite recirculating with high pressures when they went back on an immediate bubble alarm occurred with small bubbles found in bubble detector, which the customer addressed. The patient went back onto bypass, the customer checked the arterial blood gas (abg) once on and the pao2 was 480 with the new oxygenator and standard o2 supply from wall. The patient was transferred to the ICU post-op on the (B)(6) 2023 and reopened on the (B)(6) 2023 due to deterioration of condition (specific clinical details not known at this time). Medtronic received additional information that the second device that was used was a fusion oxygenator. The oxygenator failure is referring to the oxygenator not functioning as intended in design as the patient's blood was not oxygenated during surgery, as identified by the blackish colour of the arterial blood returning to the patient and confirmed with po2 measurement. The patient was having a scimitar vein regrafting due to scimitar syndrome. This procedure was a redo procedure, the original surgery was approximately 4 months prior however the original grafts thrombosed. As of (B)(6) 2023 the patient remained on extracorporeal membrane oxygenation (ECMO) in a critical condition. The customer does not believe that the re-opening was due to the failure of the device. Medtronic received additional information that the only main difference between the prep for the two modules was that the customer did not use albumex to prime the first device, however they did for the second. This patient was a complicated case and the fact that the initial grafts had thrombosed may indicate the patient had some kind of strange thrombosis condition and perhaps laid down a fibrin layer on the first module.

Manufacturer narrative:
Device evaluation summary: visual inspection shows evidence of use. Pressure integrity testing shows no internal or external leaks when run at 3 lpm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. The device was sent to the blood lab for performance testing. Testing was conducted at a 1:1 ratio (7lpm blood & gas flows) the results as reported below: ¿ 349 ml/min 02 xferc ¿ 225 ml/min co2 xferc ¿ 184 mm/hg delta pblood conclusion: reason for return was undetermined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the complaint is confirmed for poor gas transfer. During testing of the device, the co2 transfer was lower than expected, while the o2 transfer and pressure were as expected. The returned fiber bundle was stained upon return and this may have resulted in the low co2 transfer. Pressure integrity testing showed no internal or external leaks when run at 3 lpm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. The device was sent to the blood lab for performance testing. Testing was conducted at a 1:1 ratio (7lpm blood <(>&<)> gas flows) the results as reported below: ¿ 349 ml/min o2 xferc ¿ 225 ml/min co2 xferc ¿ 184 mm/hg delta pblood this performance testing falls within the expectation of a device that has already been used and exposed to drugs and drying blood. A new unit performance requirements are. >374 ml/min o2 xferc >264 ml/min co2 xferc <(><<)>204 mm/hg delta pblood the device history record was reviewed; no abnormalities were documented during the manufacture of this product. Potential contributing factors include patient or clinical condition at time of bypass, protein build-up, platelet activation, temperature extremes, low heparin protocols, or variability in heparin potency causing a faster decline in anti-coagulation than anticipated. Medtronic will continue to monitor for future trends and occurrences. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.